Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 110 units of insulin; however, the contact was unsure if it was around 110 units of insulin the cartridge was filled with. During troubleshooting with tandem technical support showed that based on insulin gauge calculations, the pump was performing as intended. The customer's blood glucose level was 223 mg/dl.